Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the cartridge was filled with 295 units. The customer was unable to verify the amount of insulin that had been delivered during this time. At the time of the reported event, the customer had loaded a new cartridge successfully, and the insulin gauge displayed an accurate fill estimate. Reportedly, the customer's blood glucose (bg) level was above 180 mg/dl, and under 250 mg/dl, to address the bg level, the customer delivered a correction bolus with the pump.